Event description:
N/a.

Manufacturer narrative:
The ventricular catheter was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report number: 3013886523-2024-00330, 3013886523-2024-00337. A facility reported a certas valve (unknown ID), a ventricular catheter (unknown ID) and a rickham reservoir (unknown ID) were implanted on (B)(6) 2021. The patient was admitted to the emergency department (ed) with vomiting and lethargy. A computed tomography (CT) revealed enlarged ventricles. The shunt did not produce good flow and there was no csf flow through both the ventricular catheter and rickham reservoir when they were disconnected from the proximal end of the certas valve; therefore, on (B)(6) 2024, the patient was brought to operating room and the valve, the catheter and the reservoir were explanted. The valve and the catheter were replaced, the reservoir was not replaced. There was no surgical delay in the procedure due to device issue and the patient is good and back to stable baseline. The patient history is as follow: history: spina bifida, shunted hydrocephalus/syrinx: (B)(6) 2021 - vp shunt insertion (outside facility). (B)(6) 2021 - umbilical hernia repair (outside facility). (B)(6) 2022 - sedated MRI head/spine. (B)(6) 2023 - right foot correction surgery. MRI head/spine = stable findings in terms of ventricular caliber, tethered cord, cervical-thoracic syrinx. Shunt valve interrogation post MRI = stable. (B)(6) 2023 - wg myelomeningocele fetal repair (outside facility). (B)(6) 2023 - sedated cystometrogram. (B)(6) 2023 - clinic visit for shunt concerns: right sided head/ear pain w/positional component, intermittent vomiting for one month. X- ray/MRI = interval decrease in ventricular system compared to (B)(6) 2023. Certas valve remains at 4 on x- rays. Symptoms and imaging suggest low intracranial pressure. Valve increased to 5. Symptoms noted to be improved on follow up visits. (B)(6) 2024 - clinic visit for shunt concerns: similar symptoms to previous x-ray/MRI = generally reassuring for shunt function. (B)(6) 2024 - treated for urinary track infection (uti). (B)(6) 2024 - clinic follow up ¿ symptoms resolved. MRI = slight ventricular enlargement; valve still at 5. (B)(6) 2024 - routine clinic visit. X-ray/us/MRI = ventricles slightly decreased compared to 3/15; valve at 5. (B)(6) 2024 - vesicostomy. MRI (routine post-op) = ventricles appear decompressed, smaller than (B)(6) 2024. Syrinx stable. Valve at 5. (B)(6) 2024 to (B)(6) 2024 - poor oral intake, lethargy, vomiting. (B)(6) 2024 - admitted to ed, head CT = significant ventricular enlargement. Shunt tap = no flow. (B)(6) 2024 - vp shunt revision. No flow from ventricular catheter. No flow from rickham reservoir. Tested distal runoff through valve and distal tubing, no flow noted. Removed valve, testing distal runoff through tubing alone, excellent flow.